Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the insulin pump and transmitter, pump error 23(post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-7841zn and mmt-1884. Troubleshooting was performed. The customer was able to clear the error and complete the rewind process. The transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump but the transmitter would still not communicate. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed the displacement test and self test. Unit was programmed with test transmitter link (link 3 gl3). The pump was connected to a test transmitter and monitored without any connection interruptions. No transmitter anomalies were noted. No unexpected pump error 23 noted during testing. Aa battery was taken out the pump and no unexpected pump error 23 alarms noted before the 10 min mark. Pump successfully downloaded traces and history files using thump. No unexpected pump error or pump error 23 alarms recorded in the pump history/trace files on the event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case, scratched case and cracked case (battery tube). Unexpected pump error 23 alarms not confirmed during testing. No communication between pump and transmitter was not confirmed. Unit and transmitter communicated properly during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.